Event description:
Synthes (B)(4) received a device report from (B)(6). The report stated that a titanium distal radius plate with 2.4mm screws was implanted at an (B)(6) hospital. Reportedly, patient had an issue since the surgery and was being managed by the implanting surgeon. Patient requested hardware removal because the screw was noted as being in one of his joints. Hardware removal was performed by a standard fcr approach and it was found that two screws were in the joint. The hardware was removed at the aviano air force base a different facility than where the hardware was implanted. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Manufacturer narrative:
Part and lot numbers reported. A device history record review was conducted. Part number 04.110.341 made on work order (B)(4) and lot number 6426544 had no ncrs that would contribute to this complaint condition. Certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. No parts were returned for dimensional investigation.